Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency department with a slow stable ventricular tachycardia that was below the ventricular fibrillation zone. A shock was performed; however, the rhythm did not break. Defibrillation threshold testing was completed without issue. Programming changes were made and the patient did not experience any adverse consequences.